Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Data consisten with low amplitude emi/noise observed on stored egms.

Event description:
It was reported that there was a patient alert due to lead noise on the right ventricular (rv) lead. It was noted the shape of the noise suggests electro-magnetic interference (emi) oversensing. The lead was disabled and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.